Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested clinical documentation including x-rays, operative report or surgical technique had not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported ¿dissociation of the glenosphere from the baseplate¿ and subsequent revision cannot be determined. The patient¿s current health status is unknown. Therefore, no further the clinical/medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history of the glenosphere revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history of the liner for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for titan reverse shoulder system-s revealed that migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity. This has been identified as an adverse event. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a primary left rtsa that took place on (B)(6) 2023, a revision surgery had to be performed on (B)(6) 2023 due to a dissociation of the glenosphere from the baseplate. During revision, a rss gelnosphere, 5mm concentric and a rss hxl liner retentive +3r were explanted and replaced with same size of new smith and nephew back-up devices. The initially implanted rss glenoid baseplate-s was retained. Current status of the patient is unknown.